Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the duondenovideoscope exhibited foreign material in the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, we could not specify what the foreign material was or root cause cannot be identified. A definitive root cause cannot be determined. The event can be prevented and detected by following the instructions for use which state: the instruction manual operation manual ¿jf type 260v, tjf type 260v, chapter 3 preparation and inspection¿ describes the methods for detection. The instruction manual reprocessing manual ¿jf type 260v, tjf type 260v, chapter 3 cleaning, disinfection and sterilization procedures¿ describes the methods for prevention. Olympus will continue to monitor field performance for this device.